Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 11-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via implantable pump. The indication use was for non-malignant pain. The healthcare provider (hcp) reported that the patient was admitted, and a dye study was performed on (B)(6) 2023. It was determined that the catheter migrated out of the intrathecal space. The hcp wanted permanently to shut off the pump, but the technical services (tss) suggested alternative minimum rate. The catheter will likely to be revised but there was no set time.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that over "the past year and a half" the pump "completely failed 4 times". Patient stated during this time they had "extreme pain" and lost strength in their legs. Patient stated their doctor discovered their catheter had dislodged so it was replaced. Patient then stated they were still having not feeling pain relief and was discovered the catheter had again dislodged and they were not getting the right dosage of medication so their doctor decided to replace the pump and catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the catheter was revised by the hcp only once on (B)(6) 2024 and it did not disconnect after that. When asked to clarify the report of the pump failing 4 times, the hcp stated that the patient's pump was fine. The catheter was dislodged when they did a dye study. The patient's symptoms in his legs happened because of one of the meds and it did subside after discontinuing the med. The hcp stated that they did revise everything (pump and catheter) and the patient was still in pain because they had to start at a lower dose. It was stated that the patient was doing fairly well currently. The replacement device resolved the issue. It was stated that the catheter and pump were currently working fine. The hcp stated that to confirm, it was only one revision.